Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Event description:
It was reported that the patient underwent vanguard knee surgery on (B)(6) 2012. Revised bearing and tibial tray on (B)(6) 2014 due to loosening of tibial component. Replaced with offset tibial tray, bearing and splined stem. Additional information provided on (B)(6) 2014 indicated that the tibial component was loose and only the tibial component was revised and added with the stem and the patellar.